Manufacturer narrative:
One cadd prizm pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of error codes 10038 was verified. The event log did show the error code 10038. Service found the motor was intermittant. Service replaced the motor. Use testing was performed. The problem source is the faulty motor.

Event description:
It was reported that the device gave an alarm with the displayed message "error 10038". No known adverse effects to patient.